Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness, taking steroids due to nasal infection. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer previously received information alleging nasal/throat irritation or soreness, taking steroids due to nasal infection. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that no sign of contamination on the outside of the device. The internal investigation observed that sign of sound abatement foam degradation inside of the blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found e-200 error code and updated the softwareto resolve the issue. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation. The manufacturer observed no sign of contamination in the device. Section h6 type of investigation findings and investigation conclusions has been updated.